Manufacturer narrative:
The reported event of failure to sense was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported event was isolated the inner coil over torqued in the connector region.

Event description:
During an initial implant procedure, the right ventricular (rv) lead failed to sense. The rv lead was explanted and replaced to resolve the event. The patient was stable.